Event description:
Reporter alleged customer obtained blood glucose results of 20 mg/dl and 124 mg/dl when testing was performed back-to-back on the compact plus system. The reporter stated the customer had no symptoms and did not treat ot act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.